Manufacturer narrative:
Biomed started up the ventilator and let it run on a test lung for 30 minutes, but the issue could not be duplicated. Investigation is ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The investigation was conducted. Based on the logfiles a "panel connection lost" alarm was logged during a ventilation at 23.03.2023 ( that is to say at a different day as the event was alleged to be on 27.03.2023) followed by many technical faults(tfs) that lead to a ventilation stop / ambient mode. It was indicated that the ventilator could not be power off an run until the batteries were empty, therefore the next day a "restart after powerfail" was logged. The technician who checked the device could not duplicate the described issue. No part was replaced, full tsw (technical service work) was performed and the device was released back into use. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
Hamilton medical ag received the following event description : "rt was walking into the room and the vent started making a constant, high pitched alarm (similar to the alarm when powering the vent on). This alarm would not stop. We removed the pt from the vent and bagged him immediately while a replacement vent was found. No obvious harm to pt. The vent appeared to be frozen (no waveforms were moving, no touchscreen or physical buttons were responding, I'm not sure if the vent was moving air or not through the pt circuit). We attempted to place vent in standby, unsuccessful. We attempted to push-and-hold the power button in the back, unsuccessful. We brought the vent into a different, unused room; plugged in the electrical and gas lines; and attempted to unfreeze the vent. The alarm message started reading "panel connection lost" and then a minute later it started listing error codes (tf 9932, 9933, 9941, 9917, 9910, 9909, 9939, 9931). There was also a "high etco2" alarm, it was measuring in the 70s which did not match pt condition at the time the alarms started and the vent that replaced the malfunctioning vent had etco2 wdl."

Manufacturer narrative:
Biomed started up the ventilator and let it run on a test lung for 30 minutes, but the issue could not be duplicated. Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description : "rt was walking into the room and the vent started making a constant, high pitched alarm (similar to the alarm when powering the vent on). This alarm would not stop. We removed the pt from the vent and bagged him immediately while a replacement vent was found. No obvious harm to pt. The vent appeared to be frozen (no waveforms were moving, no touchscreen or physical buttons were responding, I'm not sure if the vent was moving air or not through the pt circuit). We attempted to place vent in standby, unsuccessful. We attempted to push-and-hold the power button in the back, unsuccessful. We brought the vent into a different, unused room; plugged in the electrical and gas lines; and attempted to unfreeze the vent. The alarm message started reading "panel connection lost" and then a minute later it started listing error codes (tf 9932, 9933, 9941, 9917, 9910, 9909, 9939, 9931). There was also a "high etco2" alarm, it was measuring in the 70s which did not match pt condition at the time the alarms started and the vent that replaced the malfunctioning vent had etco2 wdl."